Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying an error 5 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 7am. The patient reportedly manages his diabetes with an unknown type/dose of oral medications and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. He claimed that approximately 72hours after the issue began, he developed symptoms of "sweating" and despite his symptoms he denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The testing technique was correct. The issue was not resolved with troubleshooting because the patient did not have any testing supplies. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.